Manufacturer narrative:
No product will be returned per customer. The customer complaint of filter leaks when clamped could not be confirmed due to the product was not returned for failure investigation. A picture was provide by the customer with a black arrow pointing were the leak occurred. The arrow pointed to the male luer lock of the reported concomitant extension set model 30914 to an unknown female luer of the reported suspect set model 20129e. No leaks could be observed per the picture received. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there is a leak at the inlet part of the filter when the tubing is clamped. This leak does not occur during priming, only when clamping the line. There was no report of patient harm.